Manufacturer narrative:
(B)(4). Only event year is known: 2018. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information received: the client detected that all the blisters were already punctured when the boxes were opened. So the sterility of the device is compromised.

Event description:
There are 12 units of scissors that have the inner box with holes. The outer boxes are all intact and without any problem.

Manufacturer narrative:
(B)(4). Batch # r93645. Device analysis: the analysis results found that a 5dcs device was returned inside its package unopened. Upon visual inspection, it was observed that the tyvek from the packaging was damaged; it was noted to have a hole in the tyvek. Due to the damages found on the packaging, a possible cause for these conditions is due to improper handling during transit or storage; it appears that the package hit a pointy surface and this caused the reported event. The reported complaint was confirmed. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.